Event description:
The pt's peritoneal dialysis (pd) rn reported that the pt had been on pd for three years and was fragile for quite a long time. She had a tia and a stroke one and a half years ago, was hospitalized in (B)(6) 2012 and had been bedridden since that time. The pt was in home care and recently had been transferred to hospice care. On (B)(6) 2013, the pt started her night exchange at 21:00. At 21:30, the pt started having breathing difficulties. The pt's daughter attempted rescue breathing. Emergency responders were called and CPR was performed. The paramedics were unable to revive the pt, who expired at home on (B)(6) 2013. Per the pt's family, an autopsy was not performed.

Manufacturer narrative:
Medical records were received and reviewed by the post market clinical staff and physician. The pt suffered from esrd and advanced sarcoma, and had been in the hospice service at home due to her poor prognosis. The pt's past medical history is consistent with the reported respiratory distress during the night, while connected to the device/cycler set. There is no history of device malfunction. Although it seems that pt's death was not unexpected since he was in hospice, this event is being filed as MDR reportable due to the death which occurred while the pt was receiving peritoneal dialysis.